Event description:
Cna was taking resident out of the whirlpool and when the chair swiveled out resident leaned forward & the pivot bolt on the seat of the chair came out. The lock nut backed off which caused the chair to come part. The lock nut didn't lock. The chair and the resident fell to the floor. The seat belt was on the resident. The chair was elevated to about the height of the whirlpool. Abrasion to left knee.